Manufacturer narrative:
Additional information received and updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer previously received information that the patient alleging lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, water ingress was observed. The device powered on and airflow was confirmed. The manufacturer service center concludes was visible foam degradation. In box-b: adverse event/product problem and outcomes attributed to ae as updated as both and other. In box -h: type of reported complaint as updated as serious injury. Health impact code grid was updated.

Manufacturer narrative:
In initial report in box e reporter country was not captured and it has been captured in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, water ingress was observed. The device powered on and airflow was confirmed. The third-party service center concludes that there was visible foam degradation.